Event description:
The device reportedly "changed infusion rates on its own." The pump had initially been used to infuse dopamine at 15ml/hr via line 3. It was decided to discontinue the dopamine infusion and provide "terminal care" to the pt. The nurse then started a morphine infusion on line 3 at 4ml/hr. She reports that when the pump was checked at a later time, the infusion rate had returned to 15ml/hr. The pt did not experience any adverse effects. The time frame and amount of morphine infused were not recalled. There had been no device alarms or power failures. No additional info was available.

Manufacturer narrative:
The device history recorded as follows: pump a: code16-1 five times, pump b: no alarms recorded, pump c: code 16-1 two times. This code indicates pump software detected a problem with the on/off switch. The reported complaint could not be duplicated. Testing did not find any defects/problems with the on/off switch as noted in the history. No code 16-1 alarms occurred throughout testing. The frequency of death or serious injury reports for code 102 (overdelivery) for plum products is 0.49/million sets.